Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's site was not attached to the tubing. The patient was unsure of the blood glucose level. It was also stated that there was no damage when the package was first opened. No further information available.